Event description:
Reporter alleged blood glucose device generated a result without blood or control solution being applied to the test strip. Customer stated meter generated a reading of 259 and then 310 mg/dl before the test strips were dosed. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.